Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The pharmacist contacted baxter (B)(4) customer service regarding the 150ml eva bag in which a leak was observed. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury occurred. No additional information is available.